Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the dislodgment and low cardiac output allegations were not confirmed. Lab observations & field report are insufficient to verify these allegations. Hipot test preformed and passed, indicating no shorts present in the conductor coils. Dc resistance measurements, measured normal indicating no fractures present in the conductor coils. X-ray showed no conductor issues (deformity or fracture).

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than a year of use due to a dislodgement. The patient was noted to have a low heart rate. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.